Event description:
It was reported the implantable cardiac monitor (icm) was unable to be interrogated in the clinic. It was further reported that interrogation was attempted with two programmers and the remote monitor. The patient is scheduled to have the icm explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Additional information was received and reported the implantable cardiac monitor was explanted and replaced.

Event description:
The device was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.